Manufacturer narrative:
After battery installation unit gave a full segment display anomaly due to faulty x2 at interface board. Unable to perform operating rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify a31 and motor error alarms due to full segment display. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump alarmed could not write user settings to flash because power supply was in use and it stopped working. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.